Event description:
It was observed during the device investigation that the subject device had a worn/bad scope connector. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, there was flickering as a result of the loose connector which was unable to hold the scope in place. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device